Event description:
It was reported that during a gastric bypass procedure, the jaws were jammed and there was no way to open the device even with the manual release lever. The surgeon was forced to open another device and staple at both sides in order to remove it.

Manufacturer narrative:
Information anticipated, but unavailable at this time.